Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. No specific AED or battery information was provided.

Event description:
A customer reported that their AED's battery was depleted. When tested with a spare battery pack, it powered on and prompted a service code. The customer did not report this occurring during patient use.